Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv autocapture appeared to have triggered a vf episode. Review of the egm showed that the vf appeared to start after a premature ventricular contraction. But it could not be confirmed if the lv cap confirm triggered the vf or if the pvc did. The vf occurred while the patient was sleeping. The patient was well and the issue has not recurred.